Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and five months of post-filter deployment a computed angiogram shows showed several filter struts extended into inflamed area of soft tissue and posterior to the aorta at the level of right l4 lumbar artery. There was a trilobed arterial enhanced area which was adjacent to the aorta and vena cava in for which at least of the filter struts transgresses, this may represent pseudo aneurysms of the right l4 lumbar artery and the three pseudo aneurysms all together measure approximately 3.4 x 2.9 x 4 cm. Two days later, abdominal angiogram showed the filter was approximately 2 to 3 cm below the takeoff of the lowest renal vein. Existed a large aortocaval fistula with multiple struts of the filter penetrated the abdominal aorta. There was early filling of the inferior vena cava. Therefore, the investigation is confirmed for perforation of ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 04/2016),g3,g4. H11: h6(method),h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the multiple filter struts perforated the abdominal aorta and stenosis of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pseudoaneurysm; however ,the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the alleged perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 04/2016.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the multiple filter struts perforated the abdominal aorta and stenosis of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pseudoaneurysm; however ,the current status of the patient is unknown.